Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and over delivery. The customer¿s blood glucose was 70 mg/dl at the time of the incident and current blood glucose was 169 mg/dl. The customer had symptoms such as not feeling good. The customer was treated with food. The customer alleges pump was over delivering as the customer wants the pump to take more action rather than suspend. It was reported that the sensor was suspended at 90 mg/dl. The insulin pump will not be returned for analysis.